Event description:
Subsequent information indicates that tachy therapy was programmed to off. It was also reported that the device had likely reached end of life due to a charge time of greater than 30 seconds as the battery voltage for the device was 2.29 volts. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this pulse generator (pg) declared end of life (eol). As of today the device remains in service. There were no adverse patient effects reported.